Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: unknown hip acetabular liners, unknown hip femoral head, unknown hip implant.

Event description:
Ppf and medical records received. Ppf alleges dislocation with open and closed reduction and loosening of the cup. After review of medical records for the MDR reportability, the patient was revised due to left failed total hip arthroplasty. The op-notes mention the patient was experiencing pain and instability, and there was impingement at the neck against the posterior aspect of the acetabular component due to cup positioning. Doi: (B)(6) 2009, dor: (B)(6).